Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level and the reservoir had air bubbles. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 211 mg/dl. The customer¿s low blood glucose level was 25 mg/dl and 40 mg/dl. The customer was treated with insulin pump for high blood glucose level and low blood glucose level was treated with cabs and glucose tablets. The customer did not alleged insulin pump was under delivering. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and it passed. The customer reported that the size of air bubbles were 6 inches to 3 inches. The insulin pump will not be returned for analysis.